Event description:
It was reported that a flogard infusion pump had a damaged door. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received and visual inspection identified a broken door latch. The cause of damage to the door latch is unknown. To correct the condition, the door latch was replaced. The device was serviced and restored to a good working condition. A service history review was performed revealing the reported condition has been serviced for a similar previous condition. If any additional information is received, a follow up MDR will be sent.